Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After pre-dilatation was performed with a 2.0 x 20mm maverick balloon catheter, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the was caught by the calcification and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on sixth, seventh and eighth row on the distal end of the stent were lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a hypotube kink at 940 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After pre-dilatation was performed with a 2.0 x 20mm maverick balloon catheter, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the was caught by the calcification and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.